Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin was squirting during manual prime process. Customer states the insulin pump has not been dropped, bumped and no water contact. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Pump unable to prime during prime test due to loose/protruded drive support disk. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No compromised forced sensor alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.